Event description:
It was reported that the patient presented to the emergency room with complaints of chest pain. It was discovered that the rv lead had perforated through the septum, across the lv, and through the lv wall. No pericardial effusion was observed. An emergency open heart surgery was performed. Lead remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.